Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was confirmed. The pump was found to be displaying "1310" error code message on power up during the investigation. Service will clear the "1310" error code to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smith medical cadd -legacy 6400 pump is alarming error code 1310. No patient involvement.